Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The patient presents with increasing pain and squeaking of the right hip, the patient also experienced elevated metal ion levels. All components were found to be secure. The acetabular component was excessively anteverted and in a vertical position. There was evidence of modest trunnion corrosion by gross inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately 10 years post initial surgery due to due to pain, squeaking of the hip, and elevated metal ions. During the revision, the acetabular shell was noted to be excessively anteverted and in a vertical position. Synovitis, cystic lesion, and trunnion corrosion were also noted. The femoral head and cup were replaced. There was an estimated blood loss of 800 ml.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 07685. 0001825034 - 2017 - 07603. Concomitant products: 11-104112 mlry-hd por fmrl 12x165mm lot# 061370. Abx-us157860 60od x 54 ID magnum abx pf cup lot# 704310. 139266 m2a-magnum 52-60mm tpr insrt-3 lot# 744220. 157454 m2a-magnum mod hd sz 54mm 54mm lot# 226620. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent hip revision to address a painful metal on metal total hip replacement with synovitis and cystic lesion right hip. During the procedure, partial attritional erosion of gluteus medius insertional attachment was noted. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and visual evaluation of sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A m2a-magnum mod hd sz 54mm, part # 157454 from lot 226620, was returned and evaluated against the complaint. Visual inspection found the outer radius to be scratched and worn consistent with metal on metal construction. The head remains assembled with a taper insert. The exposed surface of the insert is scratched and gouged. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.